Manufacturer narrative:
According to available information, this device remains implanted and in service. Should additional information become available, this event will be updated.

Event description:
Boston scientific received information that a red alert was generated. This implantable cardioverter defibrillator (ICD) displayed a low out of range shock impedance measurement. This issue is being further monitored. No adverse patient effects were reported.